Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the up and down arrow buttons were not responding as they should. The reporter stated that the buttons required harder presses to respond. The reporter noted that the keypad was peeling near the bottom. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings:the keypad was found to be peeling at the ok button. The keypad buttons were tested and the down button was found to be intermittently responding and the up button was found to be completely unresponsive. The keypad was removed and the up button contact was found to be inverted and contamination was found under all of the keypad button contacts. Unrelated to the complaint, moisture was observed in the battery compartment. A leak test was performed on the pump and no leaks were found under testing. The pump was opened and no additional evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.